Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of an expressew suture passer needle broke off into the patient's joint space. The surgeon performed an arthroscopic search and x-rays were employed in an effort to discern if the fragment was in the body; they were not able to find the fragment; however, the repair was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received 2 express needles against this complaint file: a visual exam, both with the naked eye and under power was conducted, and it is noted that; 1 device was completely intact while the other had a portion of its distal tip missing. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaint for this lot of devices that were released to distribution. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and considerations, no conclusions can be drawn. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.